Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that a one touch ultrasmart meter had been reading inaccurately high. The patient manages his diabetes with self-adjusted insulin. After a meter-to-other device comparison was performed in a diabetes clinic, the patient claimed that the clinic informed him that his meter was testing too high (by 1.0 mmol/l). The patient then concluded that all his previous blood glucose readings were inaccurate and as a result, he suffered hypoglycemic events a few times. The patient reportedly developed symptoms of shakiness and a fast heart rate. The patient reportedly administered self-treatment by eating food and/or drinking a beverage. In one instance, the patient claimed that he obtained a meter reading of "5.8 mmol/l." The patient then ate dinner. An unknown time later, the patient claimed that he developed symptoms of feeling shaky and confused. At that time, the patient reportedly tested his blood glucose and got a result of "3.9 mmol/l." Based on how he felt, the patient claimed that he should have had a blood glucose reading more like "2.9 mmol/l." The patient did not have control solution for troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia as a result of the alleged issue.